Manufacturer narrative:
Failure analysis noted that the pump alarmed button error and had no button response due to moisture damage on the keypad traces. There was no moisture damage on the electronics. The pump had scratched display window, cracked reservoir tube lip, cracked reservoir tube and missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that there was moisture damage on the insulin pump. The customer's blood glucose was 142 mg/dl at the time of incident. The customer stated that the pump alarmed button error and it occurred right after the pump was exposed to moisture (sweat). The customer was advised to disconnect from the insulin pump and revert to back-up plan. The customer was advised that the insulin pump will need to be replaced. The insulin pump was returned for analysis.